Manufacturer narrative:
A company rep visited the facility on (B)(4) 2014 and determined that the facility staff had selected the incorrect cutter setting on their system. The staff selected the 23 gauge cutter setting, but exclusively uses 20 gauge cutter probes. Therefore, the reported event that the customer's vitrectomy probe would not function can likely be attributed to deviation from the systems' directions for use. No sample was returned for evaluation, therefore the condition of the product could not be verified. The root cause can not be determined. (B)(4).

Event description:
A theatre sister reported that during a cataract procedure some vitreous come into the anterio chamber of the pt. The surgeon set the system to perform a vitrectomy but the machine did not work and the surgery was not completed. The pt was left with some vitreous in the anterior chamber. There sister also reported that the theater staff did not select the correct cutter setting on the machine for the type of gauge cutter that they were using and os the machine did not recognize the cutter and therefore did not work. The hospital used exclusively 20g cutters and the 23g cutter setting was selected. It is unk if the pt was rescheduled for surgery to remove the vitreous. Additional information has been requested but not received.